Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that as shaft break occurred. A 32 x 4.00 rebel bare metal stent was selected for treatment. However, it was noted that the stent broke off during implantation.